Event description:
During biomed testing the device was unable to analyze a simulated heart rhythm. The complainant indicated that after removing the battery and re-powering the device, the malfunction was not duplicated. Complainant indicated that there was no patient involvement in the reported malfunction.